Manufacturer narrative:
Evaluation revealed the nail and the guide wires reported to be primary products. No further associated product was reported. The devices were not available for evaluation; thus, physical examination was not possible. Review of the device history records of the reported devices revealed no conspicuities; the items were documented as faultless prior to distribution. According to additional information received "there was nothing wrong with either guide wire. Wires did not break.¿ the wires were disposed of. However, based on the limited information given and in absence of the subject products the real root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
The patient came to the ER with a broken femur. The surgeon put the gtn nail down over the ball tip guide wire. When the surgeon attempted to pull guide wire out, it would not come through the cannulated nail. The surgeon believes the nail was not cannulated enough to allow the wire to pull through as it is designed to do. The ball on the wire was in the distal end of nail and it was getting stuck mid shaft. When he tried to pull the guide wire through, it started to pull the nail out which complicated the fracture and reduction process. The surgeon readjusted the nail and left it implanted. The rep also reported that the first ball tip guide wire did not work, surgeon thought ball was too big. Second ball tip guide wire was used, still did not pass through. Had to used a smooth tip guide wire instead. Nail was implanted. Rep reported that "there was nothing wrong with either guide wire." Wires did not break.

Event description:
The patient came to the ER with a broken femur. The surgeon put the gtn nail down over the ball tip guide wire. When the surgeon attempted to pull guide wire out, it would not come through the cannulated nail. The surgeon believes the nail was not cannulated enough to allow the wire to pull through as it is designed to do. The ball on the wire was in the distal end of nail and it was getting stuck mid shaft. When he tried to pull the guide wire through, it started to pull the nail out which complicated the fracture and reduction process. The surgeon readjusted the nail and left it implanted. The rep also reported that the first ball tip guide wire did not work, surgeon thought ball was too big. Second ball tip guide wire was used, still did not pass through. Had to used a smooth tip guide wire instead. Nail was implanted. Rep reported that "there was nothing wrong with either guide wire." Wires did not break.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.